Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026. The infusion set fell out on its own and was not sticking properly. No further information available.